Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's (B)(4) and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 6. The technical service representative (tsr) advised the home patient (hp) to cycle power. The hp stated she did not see any leaks in the supplies. The hp did not disconnect. The tsr advised the hp to discard all supplies. The hp will finish tonight's therapy manually. (B)(4) contacted the nurse on (B)(6) 2010 regarding 2240. According to the nurse the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).